Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in h6 (health effect & component coding). H3, h6: the reported device was received for evaluation. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed the device was not recognized when plugged in. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with a component failure. Factors that could have contributed to the reported event include internal damage to the cable. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the camera head had no picture. No case reported; therefore, there was no patient involvement.